Event description:
During incoming inspection, the distributor rejected this device,138107, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: complaint history numbers were changed (B)(4). Update: received four 138107 in unopened original packaging. Lot number was verified. Performed a visual inspection of the devices, three of the devices were encroaching the seal. One device did not have any signs of abnormalities or defects. Performed a functional inspection, the devices were dye leak tested per tm-10-217 rev. F which indicated that the packaging had an insufficient heat seal on three out of the four packages. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before use. We will continue to monitor for trends through the complaint system to patient safety.

Event description:
During incoming inspection, the distributor rejected this device,138107, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. A device history record review found no abnormalities that would contribute to this reported event. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 104 complaints, regarding 7548 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: the user is advised to inspect and test each device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.